Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction for detached distal end: stress problem led to component failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction for image blackout: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of a leak at the distal tip during leak testing. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, detached distal end and image blackout were found. There was no patient involvement.